Event description:
It was reported during routine check, that cardiosave intra-aortic balloon pump (iabp) had gas loss in iab cicuit. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1 (initial reporter)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and performed the full manifold test, which revealed a leak with a value of 95. The customer had previously experienced a gas error alert a few weeks earlier. Although the unit was temporarily placed back into service, the error recurred. Gas loss typically indicates a defective or leaking balloon and can present in system logs as augmentation issues and repeated fill failures. The all manifolds test was completed twice, and both attempts failed the pim leak test. A quote for the replacement part will be sent shortly. No repair was performed. The iabp was tested extensively and has run for over a week without any faults. The unit is now back in clinical use with no reported issues. This is a customer repaired item so there will be no service report created for getinge.

Event description:
N/a